Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level was 168mg/dl. The customer states their levels had dropped as low as 37mg/dl. The customer treated lows with juice. Troubleshoot was conducted. It was noted that the customer had noticed kinked tubing and received no delivery alarm. It was reported that the customer had changed out their reservoir, but did not rewind the device. The customer was advised of proper rewind techniques. The customer declined to continue troubleshoot due to understanding where things went wrong. The customer was advised to monitor the device and call back is issues persist.